Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was reported that the patient was scheduled for cadd disconnection around 1610h. However, an alarm for occlusion occurred earlier in day but then stopped alarming when patient adjusted the tubing. The pump reservoir indicated 12.1 ml left to infuse at around 1430. However, bag was empty. The pump alarmed and the screen displayed an "occlusion" message. The continuous infusion rate was 3 ml/hr. The total reservoir volume was 138 ml. During the pharmacist assessment, the reservoir volume indicated 12.1 ml remaining, but the bag was dry. Air detector was off. Upstream sensor was on. The scheduled infusion length was 46 hours, but it finished in approximately 44 hours. Lock level was set to ll2. The extension tubing was primed while compounding in a hood with added saline from a separate bag. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.